Event description:
The pt suffered a broken elbow and had a zimmer arthroplasty placed approx twenty years ago. The ulnar component became loose. The physician was concerned that he did not feel the "pop" when replacing it. The physician called the MFR and found that the original compoment is 4mm wider than what the more recent coupling system is sized to. Physician finished replacing it because leaving it loose would have caused greater injury. A custom-made coupling system may be required in the future if becomes/loose again.